Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged blood culture false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "drawer c giving random false positives."

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered faulty station. The fse cleared the sticky bits and blocked the station. The instrument is deemed functional and handed over to the customer for use. The complaint is not confirmed because the issue was resolved by clearing the sticky bits and blocking the station. The root cause is unknown. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks or hazards. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged blood culture false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " drawer c giving random false positives".